Manufacturer narrative:
Investigation summary a complaint was reported for misidentification of patient results on a phoenix m50 instrument. The customer reported that they were receiving inaccurate results on different strains, most commonly where the expected outcome was e. Coli, with the instrument instead reporting c. Koseri. A bd field service engineer (fse) was dispatched to the customer site. The fse checked and cleaned normalizers and updated the instrument software to version 2.80.0.0 and pud software to 7.31a. The fse noted after the update the instrument returned to normal operating specifications. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No reports, logs, binary files or other samples were made available for the investigation; therefore, no returned sample analysis was carried out. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review revealed no previous complaints for this issue. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. While this specific occurrence was unable to be confirmed based upon the investigation, this failure mode is known to be related to a corrective and preventative action (CAPA). Pud 7.41a has been released to improve identification of e. Coli. Review of risk management files confirm there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate was misidentified as c. Koseri twice. The user identified the patient isolate to be e. Coli using chromagenic agar. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate was misidentified as c. Koseri twice. The user identified the patient isolate to be e. Coli using chromagenic agar. No health impact or consequence reported.